Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set tubing had detached at the catheter and her blood glucose level was 3g/l. No further information available.